Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's peripherally cannulated central venous catheter was replaced, after the replacement the catheter was found to be dislodged. The clasp was loose and could not be fastened. The catheter was replaced with a new one after communication with the patient. No other information provided, at this time.

Event description:
It was reported that the patient's peripherally cannulated central venous catheter was replaced, after the replacement the catheter was found to be dislodged. The clasp was loose and could not be fastened. The catheter was replaced with a new one after communication with the patient. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.